Event description:
Sometime in 1992 or 1993 an aus device was implanted. On 11/10/94 the cuff was removed. On 12/08/94 the cuff was reimplanted. On 12/16/96 the cuff was removed from pt and replaced due to recurring incontinence.